Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose to use a spectranetics glidelight laser sheath along with a spectranetics visisheath dilator sheath to attempt lead removal. While lasing in the subclavian/innominate region, the patient''s blood pressure dropped and then returned, so extraction procedure continued. The tools were able to advance to the superior vena cava (svc) when the blood pressure dropped again, then returned. Transesophageal echocardiography (tee) showed no effusion. Rv lead was removed and new lead was implanted. The patient''s blood pressure dropped again, then returned; however, a pleural effusion was seen, along with a pneumothorax of the right lung. The CT surgeon performed a thoracotomy later that day (unk if it was performed on the right or left side), and a hematoma was discovered over the superior aspect of the svc, with no active bleeding. The area was closed, and the patient survived the procedure. This report captures the visisheath device being used closest to the wall of the vessel when the hematoma was discovered. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient''s date of birth: unk. Patient''s weight: unk. Other relevant history: unk. The device was discarded, thus no investigation could be completed.